Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply needs to be replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources. During evaluation, "service required" codes were found in the ventilators downloaded error log. The device's internal battery and speakers need replaced to address the issue. During evaluation, contamination to the devices flow assembly and blower motor were observed. The devices blower motor and flow assembly need replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported received information alleging a ventilator would not power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply needs to be replaced to address the issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge its internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources. During evaluation, "service required" codes were found in the ventilators downloaded error log. The device's internal battery and speakers need replaced to address the issue. During evaluation, contamination to the devices flow assembly and blower motor were observed. The devices blower motor and flow assembly need replaced to address the issue. During the evaluation, the removable air path foam was replaced due to disintegration.